Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, however, the customer's complaint was confirmed with photos received. Based off the photo provided, the electrode shows wire breakage, and the wire ends have melted into beads. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that ¿on apr 28th, when performing hysteroscopic endometrial polyp resection for the patient, after activating the electrode for several times during the operation, it was found that the electrode loop was broken, with the missing of about 3-5mm. The two broken ends of the loop were in a fused ball shape. Through careful examination under hysteroscopy, ultrasound guidance, and under the operating table, no residual end of the loop was found. After flushing the uterine cavity with a large amount of physiological saline, the surgery was ended according to medical advice. The procedure was finished with a similar device.¿ there was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device is not expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.